Event description:
The facility reported three incidents involving a flo-gard infusion pump and a continu-flo solution set. Reportedly, "the bag empties but the pump does not alarm. The facility programs the exact amount to be infused and adds a small infusion to remove the remainder of the drug left in the bag. The facility reported no movement of fluid, and an occurrence of backflow after the final volume infusion." No reported pt injury. No add'l info available. Add'l medwatches will be filed for the other incidents under report numbers: 6000001-2006-04151 and 6000001-2006-04153.

Manufacturer narrative:
Although baxter has attempted to obtain this device for eval, this device has not been made available as it is still in use. If this device is received for eval or add'l info becomes available, a f/u report will be generated. Similar incidents have been received for this product code. This issue is being investigated under (B)(4). The CAPA was opened (B)(4) 2006 and is in the investigation stage.